Manufacturer narrative:
Block b3: exact date unknown, event occurred in december of 2019.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively.